Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was under delivering insulin. The customer¿s current blood glucose level was 158 mg/dl at time of incident and current blood glucose level was 340 mg/dl. The customer¿s current blood glucose level was below 100 mg/dl. The customer stated that the blood glucose had been dropping at night. The customer alleges pump was over delivering because when the pump was suspend she was still going low. The customer declined troubleshoot for low and high blood glucose levels. The customer was advised to change site and monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the dat test at 0.0874 inches.